Event description:
It was stated that the device was not involved in formal incident but reported by clinical staff as not infusing according to the programmed amount. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 4/5/2024. One device was returned for evaluation. Visual inspection revealed a cracked battery compartment. The event history log confirmed a high number of ¿high alarm displayed: downstream occlusion¿ reports which pointed to a faulty downstream occlusion (dso) sensor. Functional testing was unable to replicate the reported issue and the pump passed all accuracy testing. The root cause was unknown. Preventive service was performed including replacing the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.